Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image fault - interference lines during a diagnostic gastroscopy procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the exact cause of the image fault - interference lines observed could not be identified. The root cause of the reported event could not be determined. Based on the results of the investigation, the additional reportable malfunction identified during the device evaluation: that the objective lens was present with foreign objects, is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.